Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a possible delay to meet the detection criteria due to intermittent right ventricular (rv) lead undersensing in a ventricular fibrillation (vf) episode. The patient experienced a syncopal episode. Boston scientific technical services (ts) was consulted and noted the arrhythmia spontaneously terminated. Further evaluation by cardiology was recommended. No additional adverse patient effects were reported. At this time, this device remains in service.